Manufacturer narrative:
Please note the conclusion code captured in section has been updated from 92 to 67 at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that ¿no symptoms¿ and ¿no health damage¿ was reported in relation to the reported high impedance. A dditionally, no actions or interventions were taken to resolve the high impedance on electrode 8. The cause of the high impedance was ¿undetermined¿ as of (B)(4) 2018. There remained no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance testing was performed and found that electrode #8 found a high impedance. It was noted that no trouble shooting or actions in particular were performed to address the issue and that no external factors in particular were identified to have led or contributed to the issue. The issue was reportedly resolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.